Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The three additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the calcified right and left common femoral arteries (rcfa and lcfa) was attempted with four prostyle devices using the pre-close technique via a 6f sheath prior to an fenestrated endovascular aneurysm repair (fevar) interventional procedure. Reportedly, two prostyle devices had a cuff miss [suture retrieval issue] in the rcfa and two had a cuff miss [suture retrieval issue] in the lcfa. The sutures of two new prostyle devices were successfully pre-placed at each access site. The sheath was upsized to 12f and the fevar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at both access sites. There no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.